Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the bd pyxis medbank system was unable to issue medication. A technical support specialist remote in and rescanned the drawer in cubie admin. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable to issue oxycodone 5mg from bin 04 18. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.